Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, during preparation, the stent came off the balloon. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.